Manufacturer narrative:
Concomitant medical products: 452445 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced unexpected battery longevity. It was further noted that the right ventricular (rv) lead has had chronically low impedance and high threshold measurements. A procedure was performed to remove and replace the pacemaker, however, no action was taken with the rv lead due to the patient's age. No patient complications have been reported as a result of this event.